Event description:
It was reported that the nurse claimed that urine was leaking from their silicone surestep foley catheters. The nurse noted that the balloons were pretested and no holes were noted at that time. However, the balloon seemed to lose water over time and fell out of the patient. This was happening across what they believed was multiple lots in their extended care population. They also noted that they had two leaking drainage bags. Representative advised as part of the investigation the product and lot numbers would be needed. They stated they would review all of the reports on their end and attempt to gather all affected lot numbers if available. Also advised they should do this for the leaking bags as well. They discussed potential for overfilled foley balloons causing bladder spasms and recommended they educate nursing staff to always inflate to the labeled inflation volume (i.e. 10cc of sterile water for a 5cc balloon).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse claimed that urine was leaking from their silicone surestep foley catheters. The nurse noted that the balloons were pretested and no holes were noted at that time. However, the balloon seemed to lose water over time and fell out of the patient. This was happening across what they believed was multiple lots in their extended care population. They also noted that they had two leaking drainage bags. Representative advised as part of the investigation the product and lot numbers would be needed. They stated they would review all of the reports on their end and attempt to gather all affected lot numbers if available. Also advised they should do this for the leaking bags as well. They discussed potential for overfilled foley balloons causing bladder spasms and recommended they educate nursing staff to always inflate to the labeled inflation volume (i.e. 10cc of sterile water for a 5cc balloon).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be water lost via permeation. However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse claimed that urine was leaking from their silicone surestep foley catheters. The nurse noted that the balloons were pretested and no holes were noted at that time. However, the balloon seemed to lose water over time and fell out of the patient. This was happening across what they believed was multiple lots in their extended care population. They also noted that they had two leaking drainage bags. Representative advised as part of the investigation the product and lot numbers would be needed. They stated they would review all of the reports on their end and attempt to gather all affected lot numbers if available. Also advised they should do this for the leaking bags as well. They discussed potential for overfilled foley balloons causing bladder spasms and recommended they educate nursing staff to always inflate to the labeled inflation volume (i.e. 10cc of sterile water for a 5cc balloon).